Manufacturer narrative:
Insulin pump alarmed failed self test due to faulty remote frequency board. Insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted. Insulin pump received with cracked case at display corner, reservoir tube lip and minor scratches on lcd window.

Event description:
It was reported that the customer had a radio frequency failed self-test alarm on the insulin pump. Customer stated that the alarm was received about every day since she first got the pump. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to disconnect and remove the reservoir from the pump. Customer was advised that the pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.